Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by MFR: promus element mr ous 2.75 x 28mm (no manifold was returned) was returned for analysis. A visual examination of the stent found severe central stent damage. Stent strut rows 8 to 23 from the distal end of the stent were damaged, deformed and bent. The undamaged section of the crimped stent od(outer diameter) was measured and the result was is within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues noted. The balloon had not been subjected to any positive pressure. The balloon was creased/kinked at the sit of the stent damage on the balloon. A visual and tactile examination found that the hypotube found a break at approximately 1445mm proximal to the tip with multiple kinks along the full catheter length. The proximal section of the hypotube including the manifold was not returned for analysis. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 21-feb-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the left side artery engaged with a 6f non-bsc guide catheter. The 90% stenosed target lesion was located in the mildly calcified left circumflex (lcx) artery. The lesion was treated with pre-dilation using a compliant balloon catheter. After a 0.014 guide wire crossed the lesion, a 2.75x28mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.